Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 40 mg/dl and a blood glucose level of 90 mg/dl. The customer will not return the sensor for analysis.